Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient experienced tenderness at the pocket site. The patient was administered medication. In addition, the patient developed a mild sensitivity to the adhesive patches. The patient was advised to stop using the patches and was administered anti-inflammatory medication to help with the allergic reaction. The sensitivity to the adhesive patches has resolved.

Event description:
A report was received that the patient experienced tenderness at the pocket site. The patient was administered medication. In addition, the patient developed a mild sensitivity to the adhesive patches. The patient was advised to stop using the patches and was administered anti-inflammatory medication to help with the allergic reaction. The sensitivity to the adhesive patches has resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4320, lot #: 16177066, description: medical adhesive.

Event description:
A report was received that the patient experienced tenderness at the pocket site. The patient was administered medication.